Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lead model 6947 serial number, the manufacturing date cannot be determined. The device model 7298 is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported the lead measured an impedance of 2500 ohms, with no stimulation, even if there was good detection, good defibrillation, and svc impedances. The device and the lead were replaced. It was also reported the patient's heart failure increased "due to the non stimulation" of the right ventricle. No further patient complications have been reported as a result of this event.